Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that insufficient roll-off occurred. The patient was undergoing radiofrequency ablation (rfa) of the liver utilizing a rf3000 radiofrequency generator and a 3.5/15/15 leveen coaccess electrode. It was noted that impedance did not increase at all. It was suspected that a part of the needle had contacted the vessel. The extending width of the needle was changed and the needle was rotated; however the issue was not resolved. The physician completed the procedure with another of the same device. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: a coaccess electrode was received with original product label. Residue was present on the device indicating use/ handling. The visual examination of the device found the tines to be fully retracted. A functional evaluation was performed by extending and retracting the array with no resistance noted. The array extended fully and the tines were evenly spaced and un-deformed. A second functional evaluation was performed by measuring the continuity and electrode was able to conduct current indicating proper connectivity at 0.53 ohm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that insufficient roll-off occurred. The patient was undergoing radiofrequency ablation (rfa) of the liver utilizing a rf3000 radiofrequency generator and a 3.5/15/15 leveen¿ coaccess¿ electrode. It was noted that impedance did not increase at all. It was suspected that a part of the needle had contacted the vessel. The extending width of the needle was changed and the needle was rotated; however the issue was not resolved. The physician completed the procedure with another of the same device. There were no patient complications reported and the patient status is good.